Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department experiencing pre-syncope. A device interrogation revealed high unipolar right ventricular (rv) lead impedance. It was noted that the patient is pacing dependent and recently had changed to unipolar pacing polarity. The lead was reprogrammed and a lead revision is expected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.